Manufacturer narrative:
Upon disassembly, it was observed that the motor had a failed hall sensor and a damaged flex assembly. The presence of a damaged tps coated flex assembly could cause or contribute to the handpiece heating up.

Event description:
It was reported that the micro sagittal saw displayed an overheating warning when connected to the console during a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.